Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was advised to use a backup insulin pump to ensure insulin delivery was not interrupted, and a replacement pump was sent by technical support. The customer was provided with instructions on returning the malfunctioning pump and acknowledged understanding of the steps needed upon receiving the replacement.